Event description:
Initial info for this case was reported by the local distributor. A female pt (age unspecified) suffering from osteoarthritis experienced swelling and pain in the knee after a hyalgan injection. Nevertheless another injection was administered one week afterwards [dates unk]. The symptoms significantly worsened and the pt was hospitalized and a puncture of the knee joint was made. The histological analysis did not show any bacterial infection. The pt could leave the hospital after a few days (not exact data about the hosptalization are available).

Manufacturer narrative:
A deep evaluation of production and quality control documentation was performed. This evaluation included a review of the production process, in process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristics of the raw materials and components used in the manufacture of the involved batch. From this evaluation on anomaly was found and the batch is considered in compliance with the specification.